Event description:
It was reported that (2) 355ld were used during lap bilateral hernia repair procedure. It was reported by the rep that during procedure, the surgeon heard pneumo leakage through the 5mm cannula's. The apparent lose was noticed with 5mm grasping instrument inserted through the cannula, as well as when the instruments were retracted completely clear of the cannulas. The procedure was completed without incident. There was no consequence to pt.